Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unspecified alarms intermittently occurred. Additionally, it was reported that the pump's usb port was damaged and hard to engage charger resulting in difficulties charging the pump. There was no reported adverse impact to the customer's blood glucose level. No additional information regarding the issue was provided.